Event description:
During testing of the dual drive console (ddc) the bottom module shut down. Attempts were made to switch the module back on. There was no pt connected to the ddc at that time. The unit was visually examined at the site by a contract service rep and the problem was traced to the module power on/off switch. The power switch was replaced which corrected the problem. The removed power switch was not returned to thoratec, therefore further eval was not performed.